Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance, measured at greater than 2000 ohms, with a suspected cause of lead fracture. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.